Event description:
Customer reportedly received results of 29.9 mmol/l and 9.0 mmol/l within 30 seconds on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was discarded and is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.